Event description:
The hospital reported an error that resulted in high co2 delivery. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The soda sorb canister was replaced and ez change valve reseated to resolve the issue. Requested patient information (B)(4) 2022. No information provided to date. Unique identifier: (B)(4). Legal manufacturer: (B)(4).